Manufacturer narrative:
(B) (4) - infection: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open retro rectus repair of an incisional/ventral hernia on (B) (6)2010 using mesh. Post-operatively, the patient developed a superficial surgical site infection. The patient underwent vac therapy beginning (B) (6)2010. The event was reported as resolved on (B) (6)2010.